Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based in the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. Factors that may contribute to difficulty inserting the device include, but are not limited to, patient femoral vessel/ anatomy variables or manipulation of the device during insertion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the severely calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the device was unable to be inserted into the patient anatomy. The sheath was upsized to a 19f sheath and the tavi procedure was completed. A surgical cutdown was performed and hemostasis was achieved with surgical suturing and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.